Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to high blood glucose over 700mg/dl by the time the paramedics were called, and she was treated with manual injections. The caller was in a coma while she was taken to the hospital and was experiencing diabetes ketoacidosis. Troubleshooting was performed. The customer does not feel comfortable and requested a replacement of the insulin pump. Advised the customer revert to back up plan. Instructed the customer to call back if further assistance is needed. No additional information was provided.